Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support advised the customer to leave the pump plugged into a power source for at least 30 minutes. Customer advised they would call back if issue persisted.